Event description:
Hearing performance with the device was affected. Reportedly, the user was explanted due to trauma.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field the decrease in benefit was likely caused by a migration of the active electrode out of cochlea as confirmed during explantation surgery. The reported erosion of the canal wall was related to the cholesteatoma however this should have no influence on the hearing benefit. This is a final report.

Event description:
Hearing performance with the device was affected. Reportedly, the user was explanted due to trauma.